Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer¿s blood glucose was 173 mg/dl. Customer reverted to an alternate method of insulin therapy.